Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was not visible during an unmentioned procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, non-functional ccd (charge-coupled device), loss of sealing, and degraded coupler. A definitive root cause could not be identified. However, based on the results of the investigation, it was likely that the following factors contributed to the malfunction. The most probable cause of the "no image" issue¿stemming from the non-functional ccd¿was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.